Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# v139132, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A consumer reported they received a new device in (B)(6) 2015, but the entire system was replaced in (B)(6) 2016 due to three of the four electrodes not working. One of the electrodes that was working was not working that well. The patient had noticed the device was not working around (B)(6) 2015, but they wanted to wait until after the holidays to have the system replaced. The patient did not have any symptoms. The patient's indication for use is movement disorders and essential tremor. No cause, symptoms, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.